Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in a clinical follow-up. Upon review, the patient's implantable cardioverter defibrillator was t-wave oversensing. No intervention was performed at the time. The patient was stable.